Event description:
It was reported that the 9800 system was arcing from the x-ray tube, then there was no image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and the control panel processor were replaced during the service call. The system was tested and found to be working as intended, and put back into service.